Manufacturer narrative:
H3 and h6. Codes: updated. Device evaluation: the suspected device was returned for evaluation. The customer reported issue of ¿the pump is counting down the infusion, but it does not seem to be infusing. It is not occluding, or giving error, and the pump shows it as pumping, but no actual infusion is taking place for the patient¿ was not confirmed due to issues with latch/lock mechanism not allowing cassettes to be attached, as well as error code 46440. Replaced latch/lock mechanism and downstream occlusion sensor. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Manufacturer narrative:
The suspected device was returned for evaluation. The event history log (ehl) was reviewed and there was error code 46440. The device was visually inspected and there was a delaminated downstream occlusion seal. A functional test was performed and the reported issue was confirmed due to issues with the latch/lock mechanism not allowing the cassettes to be attached. The cause of the reported issue was unknown. As a result, the latch lock and downstream occlusion sensor were replaced. The service history review had no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the pump did not infuse. There was patient involvement, no injury was reported.